Event description:
The physician was treating a lesion in the circumflex with an endeavor sprint rapid exchange (rx) drug-eluting stent. The vessel was severely calcified with an acute angle. The device was unable to cross the lesion and as the physician pulled the device back into the guide catheter the stent came off the balloon. The physician was able to pull the stent back as far as the radial artery where it dislodged and remains. The target lesion was treated with ballooning. The patient is fine post procedure and no clinical sequelae were reported. There was no abnormality noted during preparation and inspection of the device prior to use. Pre-dilation was performed. Resistance was experienced when attempting to deliver the stent and force was used in an attempt to deliver the stent through the bend and calcium.

Manufacturer narrative:
(B)(4): force was used, stent dislodgement, severly calcified vessel with an acute bend, device not received for evaluation. Conclusion results: severly calcified vessel with an acute bend, force was used.